Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had required password login instead of fingerprint and a witness. A technical support specialist (tss) dialed into the station, checked the medstation flight log, and found no error on the biometric identifier. The tss called the customer and confirmed that the station was requiring user ID and a witness for every user on this unit. The tss suggested rebooting the station, and the customer gave permission immediately. Once the reboot was completed, the tss requested that nurses on this unit try logging into the station again. The tss observed several user ids attempting to log in and verified that no witness was required anymore. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary required password to log in instead of fingerprint and a witness, which located in 3sb1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.